Manufacturer narrative:
Adc customer service is unable to request the product back as the customer did not provide contact details to perform follow up request. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an ansm declaration, which reported the following information: a high reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving a "a blood glucose results up to several grams higher than the capillary blood glucose levels." It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and required unspecified treatment from the healthcare professional. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Adc customer service is unable to request the product back as the customer did not provide contact details to perform follow up request. At this time, product has not yet been received and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section e1 - country was updated to france as it was incorrectly documented in previous report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an ansm declaration, which reported the following information: a high reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving a "a blood glucose results up to several grams higher than the capillary blood glucose levels." It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and required unspecified treatment from the healthcare professional. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.